Event description:
It was reported that during the implant procedure, a low, still in-range pacing impedance measurement (290 ohms) was noted from this right ventricular (rv) lead when connected to the device. The physician attempted to reposition the lead multiple times, but poor sensing measurements and high, out-of-range pacing impedance (>3000 ohms) were observed. The rv lead was exchanged to resolve the event and no adverse patient effects were reported. The rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, a low, still in-range pacing impedance measurement (290 ohms) was noted from this right ventricular (rv) lead when connected to the device. The physician attempted to reposition the lead multiple times, but poor sensing measurements and high, out-of-range pacing impedance (>3000 ohms) were observed. The rv lead was exchanged to resolve the event and no adverse patient effects were reported. The rv lead was received for analysis.